Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a multiple failures for auxiliary drawer. The customer reported that issue occurred when dispensing medications to the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 3.2 had experienced multiple failures. A field service engineer disassembled and reassembled the inside of the drawer, replaced the row board cable and the retractor band due to wear. Additionally, the field service engineer replaced the door latch on tower door 2 due to frequent failures. The system functioned as intended after the field service engineer repaired the device.